Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver 500ml of normal saline, at a rate of 62.5ml/hr, via a plum a+ reported that an unspecified volume of solution leaked from the connection of the tubing and the outlet port of the cassette of the tubing set. At this time, it was reported that an unspecified number of air bubbles were noted in the tubing, distal to the pump. The origin of the bubbles was reported as the site of the leak of the solution. The tubing set was replaced and the therapy was resumed using the same pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if any air was delivered to the pt.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.